Event description:
The account¿s engineer stated that the bed exit alarm was activated and the local alarm did not sound. Only alarm for nurse call worked.

Manufacturer narrative:
The account¿s engineer replaced the power control module to repair the bed.